Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned as it remains in service, boston scientific concluded that the clinical observation of oversensing is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this pacemaker recorded an arrhythmia episode exhibiting noisy signals. Several tests were performed in the follow up in-clinic session, in which physiological myopotential noise could be seen due to unipolar configuration but during the maneuvers, there was neither oversensing nor pacing inhibition. All other parameters were stable and within normal range. The technical services (ts) indicated that the presence of noise in the ventricular channel is an expected behavior since this has a unipolar pacing and sensing configuration and is therefore subject to a greater possibility of external signal input compared to lead with bipolar configuration. Furthermore, the ts analyzed another episode in which it is observed that the noise causes oversensing with consequent inhibition of pacing for period greater than 1s (vt markers) but immediately after the presence of vp-vn markers also indicates the asynchronous pacing due to continuous noise which guarantees the patient stimulation despite the presence of interference. Troubleshooting options were discussed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker recorded an arrhythmia episode exhibiting noisy signals. Several tests were performed in the follow up in-clinic session, in which physiological myopotential noise could be seen due to unipolar configuration but during the maneuvers, there was neither oversensing nor pacing inhibition. All other parameters were stable and within normal range. The technical services (ts) indicated that the presence of noise in the ventricular channel is an expected behavior since this has a unipolar pacing and sensing configuration and is therefore subject to a greater possibility of external signal input compared to lead with bipolar configuration. Furthermore, the ts analyzed another episode in which it is observed that the noise causes oversensing with consequent inhibition of pacing for period >1s (vt markers) but immediately after the presence of vp-vn markers also indicates the asynchronous pacing due to continuous noise which guarantees the patient stimulation despite the presence of interference. Troubleshooting options were discussed. This pacemaker remains in service. No adverse patient effects were reported.